Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, which indicated the device was checked by the cardiologist and it was noted there were no signs of inappropriate function revealed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a surgical procedure for a hip fracture, the patient experienced unconsciousness and syncope due to a possible "malfunction of the cardiac resynchronization therapy pacemaker (crt-p)" and the patient required resuscitation. It was noted the patient experienced "near cardiac death" and the resuscitation was successful in reviving the patient. Additional information was requested, however, is unavailable at this time. The crt-p remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.